Event description:
Pt had a right subclavian port-a-cath placed on 9/13/96 for chemotherapy in the or. The catheter ceased functioning and the pt returned to the or on 2/12/97 for removal. Upon removal, it was noted that the distal tip of the catheter had been fractured off. The fracture site appeared old. A chest x-ray was obtained and the catheter tip was noted to be at the bifurcation of the pulmonary artery. Two attempts to retrieve the tip by pulmonary angiography were made, one on 2/12/97 and one on 2/18/97. The second attempt was successful. The pt remained asymtomatic.